Event description:
Patient underwent full revision (replacement of the lead and generator). The explanted products were discarded and have not been received by product analysis to date.

Event description:
Patient reported to have high lead impedance and low output current when interrogated. The patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.